Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Dealer called stating that the 96-2 shower chair is allegedly cracking at the seams. No injury alleged. The malfunction has not been confirmed.